Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2026. A pulse field ablation was performed prior closure device procedure. On the same day the closure device was implanted the patient developed shortness of breath (sob) and went to the emergency room (ER). It was determined that the closure device embolize to the mitral valve. The shape of the appendage was an anterior chicken wing. The wing was narrow, it was impossible, but the physician felt that there was enough neck to accommodate a closure device. At the time of the procedure the left atrium (la) pressure was 12. The valves were injured and had to be replaced. The patient went into surgery, and the closure device was explanted on (B)(6) 2026.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code added.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2026. A pulse field ablation was performed prior closure device procedure. On the same day the closure device was implanted the patient developed shortness of breath (sob) and went to the emergency room (ER). It was determined that the closure device embolize to the mitral valve. The shape of the appendage was an anterior chicken wing. The wing was narrow, it was impossible, but the physician felt that there was enough neck to accommodate a closure device. At the time of the procedure the left atrium (la) pressure was 12. The valves were injured and had to be replaced. The patient went into surgery, and the closure device was explanted on (B)(6) 2026. It was further reported that the mitral valve was replaced and the closure device was caught in the mitral valve.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2026. A pulse field ablation was performed prior closure device procedure. On the same day the closure device was implanted the patient developed shortness of breath (sob) and went to the emergency room (ER). It was determined that the closure device embolize to the mitral valve. The shape of the appendage was an anterior chicken wing. The wing was narrow, it was impossible, but the physician felt that there was enough neck to accommodate a closure device. At the time of the procedure the left atrium (la) pressure was 12. The valves were injured and had to be replaced. The patient went into surgery, and the closure device was explanted on (B)(6) 2026. It was further reported that the mitral valve was replaced and the closure device was caught in the mitral valve.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Media review. Despite attempts, procedural angiographic media was not provided to assist in the investigation. Device history record review. A review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037671436. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) list an embolization, (dyspnea) valvular/vascular damage (tissue damage) and device explant (hospitalization, surgical intervention) as potential adverse events. Risk review. A risk review was completed and confirmed that the events of embolization, (dyspnea) valvular/vascular damage (tissue damage) and device explant were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.